Event description:
It was reported PICC developed leak while chemotherapy pump was attached, leaking onto patient's skin. Mild erythema which cleared up over 1-2 weeks. It was stated the PICC removed. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0185 showed three other similar product complaint(s) from this lot number.